Manufacturer narrative:
H.6. Investigation: customer returned several images of a syringe alongside a polybag identifying it as a 0.3ml, 29 gauge, 12.7mm syringe from lot 0265866. The syringe has had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch # 0265866 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "according to the customer's report, when removing the shield, the needle with the shied was separated from the barrel."

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "according to the customer's report, when removing the shield, the needle with the shied was separated from the barrel."